Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead exhibited high shock lead impedance. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicated that the system continued to exhibit high out-of-range shock lead impedance measurements detected via the patient's remote monitoring system. The shock impedance were evaluated in all vectors and a copy of the device memory was sent for engineering analysis. Obtained additional information indicated that patient condition was determined to be the cause. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A copy of the device memory was sent for engineering analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.